Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, and the physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes stating that there were no suspected patient infections and there were no deviations / deficiencies / concerns about reprocessing. Pre cleaning was performed immediately after the patient procedure, it was unknown if manual cleaning was performed within 1 hour of the procedure or if pre-soaking was performed, the device passed the leak test. During manual cleaning, the detergent used was anios, the instrument / suction channel / the suction cylinder / and the instrument channel port were brushed. The automated endoscope reprocessor (aer) used was wassenburg with wassenburg detergent and endo-high disinfectant, all channels were connected with tubes when the endoscope was setting up in the aer. The concentration and expiration date of the disinfectant was controlled, the water quality was filtered water, and the water filter is replaced periodically in accordance with the instructions for use (IFU). The device was dried by the drying process of the aer and blow dried by filtered compressed air and was stored in a drying cabinet. As per the user facility, the device was tested and found to be contaminated on return from repair and underwent protocol level 1 and 2 treatments before still being tested positive. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found <1 cfu of an unspecified microorganism. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: the endoscopy mouth guard piece was damaged, the channel mount was damaged, and the scope connector suction mouthpiece was damaged. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6) 2023, for 256 colony forming units (cfus) of an unspecified microorganism sampled from the aspiration canal, and 5 cfus of an unspecified microorganism sampled from the water jet canal. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.